Manufacturer narrative:
(B)(4). Concomitant medical products:¿ item number: 11-173663 item name: m2a 38mm mod hd +3mm nk lot number: 780870, item number: 15-106056 item name: m2a-38 cup non flared sz 56mm lot number: 949000, item number: 31-323230 item name: 3.2mmx30mm rnglc+ acet drl bit lot number:355010, item number: 00-510-400-00 item name: exodus hip stem removal blades lot number: 21021, item number: 430060 item name: radial osteotome 6mm lot number: 541312, item number: 11-300818 item name: arcos 18x150mm spl tpr dist lot number: 381820, item number: 11-301312 item name: arcos con sz b hi 60mm lot number: 838120, item number: 11-302101 item name: arcos troch claw large 100mm lot number: 506530, item number: 11-302138 item name: arcos lateral troch bolt 38mm lot number:240720, item number: 650-1055 item name: cer bioloxd option hd 28mm lot number: 3130999 , item number: 650-1064 item name: cer option type 1 tpr sleve -6 lot number: 3100122, item number: 110010268 item name: g7 osseoti multihole 60mm g lot number: 6833750, item number: 110024465 item name: g7 dual mobility liner 46mm g lot number: 358140, item number: 110031013 item name: vivacit-e dm bearing 28x46mm lot number: 65254751, item number: 00-6250-065-40 item name: bone screw 6.5x40 selftap lot number: j7250390, item number: 00-6250-065-25 item name: bone screw 6.5x25 selftap lot number: j7280773, item number: 00-6250-065-30 item name: bone screw 6.5x30 selftap lot number: 65514448, item number: 65514448 item name: bone screw 6.5x30 selftap lot number: 65013422, item number: 00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65459439, item number: 00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65632345, item number:00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65656496. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -00342, 0001825034 -2023 -00341. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted .

Event description:
It was reported that the patient underwent a revision surgery due to a dislocated hip and disassociated femoral head from stem. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: h6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with implant dissociation at the junction of the femoral head and neck a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.